Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a regulatory authority in (B)(6)) case number ((B)(4)) on 26-nov-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) lot number 50534016 inserted. Consumer had essure implanted and experienced serious problems with it until it was finally removed from her body (it led to have fallopian tubes and one of ovaries removed). She had the surgery 21 days reporting this case to the regulatory authority. The postoperative period of her open surgery was a nightmare, filled with drains and tubes; a couple of days during which she was unable to take care of herself, not even to go to the toilet on her own. And although she was happy to finally be rid of the device, she was outraged that it caused her to go through such an ordeal. She stated it caused her very painful endometriosis, which means it kept her from being able to work temporarily and been a source of immense frustration. Follow-up from 10-dec-2015: product technical complaint investigation result. Ptc global number: (B)(4). Lot number 50534016; manufacturing date: jul-2010; expiration date jul-2013. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 15-dec-2015 for the following meddra preferred term: adverse event. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced serious problems with it until it was finally removed from her body (it led to have fallopian tubes and one of ovaries removed). She also stated it caused her very painful endometriosis. The first event is listed in the reference safety information while the other event is unlisted. Both were considered serious. In this case, the patient did not specify what type of serious problems she had, however since it lead to device removal, this event was considered as related to suspect insert. With regards to the other event, considering the pathophysiology, a causal relationship with suspect insert can be excluded. This case was regarded as incident since surgical intervention was performed. Based on the available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect.